Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a r-wave amplitude measurement issue and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted between (B)(6) 2015 and (B)(6) 2016, the r-wave amplitude varied between 1.25 and 10.375 mv and beginning (B)(6) 2015, ventricular sic went up to 1260. Sensing integrity counts up to 1260. The analyst commented noise was not observed in the s2d egm.

Event description:
It was reported that high sensing integrity counter (sic) was observed from the right ventricular (rv) lead and it was noted there was a high difference in the r-wave sensing minimum and maximum, with the lower range going below 2.0 mv at times since implant. The rv lead remains in use and the patient will continue to be monitored via follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.